Event description:
It was reported that during a colonoscopy procedure, a stent migration occurred. The 7 to 8mm lesion was located in the severely tortuous sigmoid-rectal colon. The lesion was not pre-dilated. The wallflex colonic 30/25x 12 stent delivery system was advanced to the lesion and successfully deployed. Following stent placement, the physician noted under fluoroscopic visualization that the stent appeared to be "correctly positioned and fully deployed". At an unspecified time, following stent placement, the physician took a final fluoroscopic image, which revealed that the stent had migrated to the rectum. Utilizing an unspecified snare and rat toothed forceps, the physician removed the stent from the pt's anus. The procedure was completed with a wallflex 25mm x 90mm colonic stent. The pt's status is reported as "stable".